Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent past events of the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customers blood glucose level was 200-250 mg/dl. A replacement pump was sent to the customer to resolve the issue.